Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. A review of radiographs provided confirm the alleged event. No revision procedure is planned at this time. Reportedly the patient is asymptomatic. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions:if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." ¿¿patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components..." ¿¿post-operative warnings:damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration...".

Event description:
A patient underwent a spinal procedure on c3-5 levels on (B)(6) 2019. A post-op radiograph taken on an unknown date revealed that the cage has migrated. There are no plans for a revision procedure at this time.